Event description:
A malfunction on the pump was reported by the caller, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer reported at least three occurrences of the same malfunction, leading technical support to decide to replace the pump. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support advised the customer on steps to take upon receiving the replacement pump and instructed the customer to return the problematic pump using a provided return box and pre-paid label. A replacement pump was sent, and the customer was informed about the pump reset procedure.